Event description:
It was reported that the customer states the unit is not suctioning and she stated they changed the kit and it has a low suctioning. Informed the kit was last replaced on (B)(6)25. Did the t/s and water test and it passed; went over all placements and informed to make sure that he has a clean shaved area so the adhesive can adhere to his skin. Then stated to make sure that plug the blue drain of the wick into the open end of the long pump tubing until it touches the top of the"t" on the blue. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: a. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states the unit is not suctioning and she stated they changed the kit and it has a low suctioning. Informed the kit was last replaced on (B)(6) 2025. Did the troubleshoot and water test and it passed; went over all placements and informed to make sure that he has a clean shaved area so the adhesive can adhere to his skin. Then stated to make sure to plug the blue drain of the wick into the open end of the long pump tubing until it touches the top of the t on the blue. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.